Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further clarified the episode referred to was an error when preparing the extravascular implantable cardioverter defibrillator (ev-ICD) during implantation. The episode did not involve a patient as the device was still in the packaging at the time and not connected to a lead. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the clinical study¿s episode review committee reviewed the episode where the extravascular implantable cardioverter defibrillator (ev-ICD) had detected ventricular fibrillation (vf) and provided a shock. It was determined by the committee that the shock was inappropriate because the actual ventricular rhythm was a pause/asystole. The ev-ICD remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.